Event description:
From staff: bedside report and ivf [intravenous fluid] rates being verified. Leaking fluid noted from medication line filter that is attached to PICC [peripherally inserted central catheter]. Liquid noted at site of filter, soaked label on the line and droplets noted along med line. Nothing infusing via med line at this time. Medication line had been changed the previous shift.